Event description:
It was reported that during the implant procedure, there were issues placing the right ventricular (rv) lead. Adequate r waves were unable to be obtained and the patient¿s blood pressure dropped. An echocardiogram confirmed a cardiac tamponade. The lead also had high thresholds so the lead was removed from the patient and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).